Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male patient contacted zoll to report that the patient has a large open wound on his back directly underneath the back therapy electrode (te) pads. Technical support call to follow up with the patient 15 days later. The patient reported that his doctor removed him from the lifevest for a few days. The patient states that his doctor did a culture of the wound area and determined it to be a staph infection. The doctor ordered the patient out of the lifevest until the wound heals and until the doctor follows up with him. The patient reports that the wound is nearly healed and thinks that he may be back in the lifevest soon. There was no follow up on the large open wound to see if it has completely healed.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.